Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there appeared to be oversensing of the respiratory rate trend (rrt) feature signal occurring on this device. Boston scientific technical services (ts) provided troubleshooting options. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported.